Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Troubleshooting was performed for blank display. Insert battery alarm did not display on insulin pump screen. Contacts on battery cap neither missing nor damaged. The customer was advised to insert new battery and display did return after insulin pump restart. It was stated that the insulin pump had software error detected alarm. It was stated that the customer was not able to successfully clear the alarm. Time clock was not visible on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.